Event description:
A customer reported that the system locked before surgery. The staff used an alternate system to perform the scheduled procedures. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).